Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for parkinson's disease. It was reported that the patient was having trouble controlling their parkinson's symptoms on the right side of their body, so their neurologist raised the voltage of the implant to try and relieve the issue. However, an hour after the adjustment the patient felt an electrical shock through their body that made them jump and caused them pain, which was followed by another jolt a moment later. As a result, the patient could barely think straight or work their fingers, with the implant voltage lowered until an x-ray could be performed. The patient continued to experience jolting over the next 2 weeks, so they decided to turn off their implant with a subsequent return of parkinson's symptoms noticed. An x-ray was then performed and reviewed by multiple healthcare professionals (hcps) and a manufacturer representative (rep), which confirmed a break in the left side wire above the connector. The root cause of the lead break was determined to be related to the patient's active life style. This resulted in another brain surgery needed as a new "system" would need to be pulled and placed. However, the patient had no permanent damage from the broken lead. No further complications are anticipated.